Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing pump and cylinders were explanted and replaced. The existing reservoir remains implanted in the patient. It is unknown if the explanted ipp components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.